Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2026. Investigation summary: bd received 20 customer returned samples for investigation. All 20 returned samples along with 20 retention samples were subjected to functional testing and no tube push off was observed on any of the 40 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, tube push off occurred with 400 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, tube push off occurred with 400 tubes. No adverse impact was reported regarding the patient or user.